Event description:
A customer picked up his new premier jackson improved stainless steel size 6 trachea tube from (B)(4). Upon opening the sealed bag and removing the trachea tube from the bag, eight little rocks fell out of the inner cannula. The patient then noticed there was one more rock lodged in the inner cannula. The patient returned the unused inner cannula along with the rocks to (B)(4) but kept the outer cannula and obturator.

Manufacturer narrative:
The trachea tube and little rocks were returned by (B)(4) to premier where it was determined the little rocks were polishing stones used in the manufacturing process. The trachea tubes are 100% inspected using various diameter teflon rods to check for polishing stones that may have become lodged in the tube during the vibratory polishing process. We believe this is an isolated case resulting from an incomplete or missed inspection on this one tube. A secondary lot sample inspection was also done before the tube was originally released by the manufacturer but did not identify this one isolated case in this lot. There have been no other reported complaints regarding this type of problem since a finding in 2004. Premier inspected its inventory of tubes and did not find any other tubes with an obstruction or loose polishing stones. The risk to public safety is further reduced by additional inspections performed by either the healthcare professional, the trained caregiver and/or end user prior to using the tube.